Event description:
The customer reported that the unit failed to power up on ac or dc power.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac or dc power. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.